Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue. In addition, similar complaints for this issue were trended for the test strip lot. It was concluded that the number of complaints for the lot did not breach thresholds indicative of a systemic issue.

Event description:
On june 6, 2023, the lay user/patient¿s spouse contacted lifescan (lfs) canada, alleging that the patient¿s onetouch verio2 meter read inaccurately erratic. The complaint was classified based on information obtained from the customer care agent (cca) during the initial call, since the reporter declined to provide any further information. The reporter stated that the alleged meter inaccuracy began on (B)(6) 2023, at 12:30 pm. The reporter claimed the patient obtained blood glucose readings of ¿6.1 and 7.3 mmol/l¿ with the subject meter, performed within 20 minutes of each other. The patient manages his diabetes with oral medication (januvia). As a result of the alleged issue, the reporter claimed the patient took his usual dose of medication and developed symptoms described as ¿shaking because he was scared, not well and stressed¿. The reporter indicated that it was hot outside at the time of the event. The reporter declined to provide any further information regarding the event. During troubleshooting, the cca confirmed the test strip vial was intact and the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution available to perform a quality control test. The reporter declined to complete the troubleshooting process. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that could be indicative of a serious injury adverse event after obtaining the alleged inaccurate results. The reported issue could not be ruled out as a cause or contributor to the event.